Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored and the battery compartment was cracked. This report is report is made based on the results of evaluation completed 02/14/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the pump battery compartment was observed to be cracked from the top of the compartment. The returned battery cap was confirmed to be able to fully tighten to the pump. When the pump was powered on, the display screen was observed to be dim and discolored with a pinkish coloration. (B)(6).